Manufacturer narrative:
H.6. Investigation summary: sample evaluation: two loose syringes in a customer bag and 21 sealed assembled 3ml 21g integra syringes were received, confirmed to be from batch # 7177705 (p/n 305274). Samples were evaluated. The two loose syringes appeared to be used and the retraction mechanism was activated. No defects were observed in one syringe. One syringe was found to have unidentified fluid in the fluid path, between the stopper ribs, and past the stopper. The thumrest was located above the barrel shroud with the stopper 0.2 ml above the bottom out position. 10 of the sealed syringes were tested for retraction mechanism - all retracted with no issues at the bottom out position. 11 remaining sealed samples had the stoppers evaluated. The stoppers were found to have rounded edges and potentially incomplete contact with the barrel wall when pulling the plunger down. Leakage test was performed on 7 unmanipulated syringes and found leakage passed the stopper on all tested syringes. Fluid past stopper is a rejectable condition. Product defect confirmed based on sample evaluation. DHR review for batch 7177705 (p/n 305274): manufacturing dates: 08/02/2017 to 08/11/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7177705 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Current production was evaluated for stopper defects. 30 stoppers were evaluated with no defects observed. 30 assembled integra syringes were then selected from the assembly line and tested for leakage past stopper - all saples passed with no leakage observed. Their stoppers were evaluated and no defects were observed. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that during administration of medication, the plunger on a bd integra¿ syringe with detachable needle was difficult to press causing the ¿contents of the syringe to be sprayed out the back of the syringe with enough force that the fluid reached the mucous membranes of the nurse's eyes¿. Complaint also stated that the safety device did not retract ¿resulting in clinician being exposed to bodily fluids¿, however, there was no report of serious injury or medical interventions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during administration of medication, the plunger on a bd integra¿ syringe with detachable needle was difficult to press causing the ¿contents of the syringe to be sprayed out the back of the syringe with enough force that the fluid reached the mucous membranes of the nurse's eyes¿. Complaint also stated that the safety device did not retract ¿resulting in clinician being exposed to bodily fluids¿, however, there was no report of serious injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that during administration of medication, the plunger on a bd integra¿ syringe with detachable needle was difficult to press causing the ¿contents of the syringe to be sprayed out the back of the syringe with enough force that the fluid reached the mucous membranes of the nurse's eyes¿. Complaint also stated that the safety device did not retract ¿resulting in clinician being exposed to bodily fluids¿, however, there was no report of serious injury or medical interventions.